Manufacturer narrative:
To conduct this analysis, episode electrograms stored in the latitude patient monitoring database for a subset population of model a209 and model a219 devices are being reviewed and adjudicated. As part of this adjudication review process, observations indicating a malfunction or product deficiency have been identified. This event was reviewed during the episode adjudication process.

Event description:
Boston scientific¿s research & development department conducted a review of historical latitude data in support of a continuous improvement effort for the s-ICD platform. The data included in this post market study spans from 2015 to 2016. For further details regarding the study and how the data will be processed see section 11. This report is being submitted to capture the following historical observation: t-wave oversensing, shock delivered when not required, therapy induced arrhythmia.